Manufacturer narrative:
There are 2 submissions associated with this device and issue: same device, same issue, 2 dates of occurrence. MFR report numbers: 3004608878-2015-00314; 3004608878-2015-00315. Integra has completed their internal investigation on 26jan2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for s-1001 manufactured on 04/19/2010 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. Conclusion: in summary: one device involved in two incidents. Reason for return confirmed, dermatome failure due to over-used and non-OEM parts. Probable repair from unauthorized repair shop replaced many of the parts. Unit is five years old with no repair history. Recommend pm service, upgrades, replace all non-OEM parts. Calibrate head assembly.

Event description:
It was reported: "the frap's thickness of making by slimline dermatome #1001 was twice as thin as a thickness on a scale." Clarification requested.